Event description:
It was reported that during the initial implant procedure, the set screw on the header of the device was noted to be stripped. The device was not implanted and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the setscrew continuous to turn when trying to tighten was confirmed. Analysis of the returned device revealed that the user/physician was not fully inserting the wrench tip into the inset of the setscrew. With partial wrench insertion the wrench will start to lose its grip as the setscrew is being tightened. Then it will begin to slip and strip the inset as the physician continues to turn the wrench trying to tighten the setscrew. The user/physician continued to turn the wrench, stripping that portion of the setscrew instead of tightening it due to the partial wrench insertion. The event is related to the user¿s incorrect use of the torque wrench.